Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-10072, 10073. The patient received the scs system on (B)(6) 2011, which included an ipg and two leads (from different lots). It was reported the patient elected to have the system explanted stating that stimulation was ineffective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.